Event description:
Rf scan was completed and documented with ID number generated by unit, but unit failed to detect a lap sponge that was retained in the abdominal cavity. Is the product compounded ? No; is the product over-the-counter? No.